Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, component codes and investigation conclusions). Corrected fields: d4 (unique identifier (UDI) #). A getinge field service engineer fse was dispatched to the site to evaluate the unit. He changed coiled cable as field action, changed missing p-clip, changed executive processor. Equipment passed all functional testing. Return to clinical service. The defective components were received for further investigation. The failure analysis and testing dept. Received pcba, exec processor rev. E, serial number (B)(6) 14_nbs with a reported unit failure of multiple alarms. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. Tested the board for 1 hour with no issues. Fat could not verify the reported issue. This revision is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had multiple alarms. The paramedics unplugged it and shut unit down, used on battery. Alarmed for low helium afterwards. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.